Manufacturer narrative:
It was initially reported to philips that the device did not deliver the shock to a patient in cardiac arrest. It was subsequently clarified that the issue was that the device was not available to treat the patient because it had failed testing 2 days prior to the incident and had been taken out of service. The involved patient was reported to have expired. The customer, ms. (B)(6), reported that the defibrillator did not cause the patient death. On 13nov2017 the fse reported the following information: the patient was a male, age (B)(6) years old. The patient was admitted to our hospital for chronic renal failure (crf), diabetes mellitus and pulmonary infection on (B)(6) 2017. At 9:20 am on (B)(6) 2017, the patient was sent to dialysis room for dialysis. At 9:25am, the patient presented: loss of consciousness and heart & respiratory arrest, he was in urgent need of defibrillator equipment for immediately external chest compression resuscitation, but the philips xl+ defibrillator was unavailable in the department due to previously temporary suspension by equipment division, thus the patient was dead from invalid rescuing at 9:40am. The hospital biomed confirms the unit not being available for use did not cause the patient death during the rescue on (B)(6). The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse found that the device had been taken out of service on (B)(6) 2017, prior to the incident. On 13nov2017 the fse reported the following information: the use department found failure for this equipment on defibrillator-monitor on (B)(6) 2017, contacting the equipment department, of which the engineer inspected on site and found that the equipment would report an error if restarted up after shutdown and failed to be used under all acceptance of operation, so this equipment was temporarily suspended by the use department under the direction of equipment division. The reported issue was confirmed and traced to a faulty paddle tray plate and pca therapy exchange. The paddle tray plate and pca therapy exchange were replaced to resolve the reported symptom and the device passed all performance assurance testing and was placed back in service. We are unable to determine the cause of the reported symptom as multiple parts were replaced. There is no indication of a systemic problem; no further investigation or action is warranted. No further communication was requested and no further communication is indicated.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device did not deliver the shock to a patient in cardiac arrest. The involved patient was reported to have expired. The customer reported that the defibrillator did not cause the patient death. There was no initial report of immediate clinical action taken to prevent serious injury or death.